Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 11 months. (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a history of ischemic cardiomyopathy, and underwent placement of an lvad on (B)(6) 2014. The patient¿s postoperative course had been complicated by unreported recurrent gastrointestinal bleeds (gi) that required frequent transfusions. The patient¿s course was taken off all anticoagulation, including aspirin. In addition, the patient had a history of unreported (B)(6) infection. The patient had been on chronic suppressive therapy with doxycycline. It was reported that the patient was hospitalized with gastrointestinal (gi) bleeding in (B)(6) 2017. The patient was then hospitalized with back pain and compression fractures on (B)(6) 2017 and was discharged with hemoglobin of 7.8 g/dl. The patient presented to an outside facility on (B)(6) 2017 with dizziness and fatigue and was found to be profoundly hypoglycemic. Oral hypoglycemic was held and blood glucose returned to normal. The patient had an episode of hypoxemia and possible gi bleeding with a hemoglobin had trended down to 7.6 g/dl on (B)(6) 2017. The patient was thus transferred to the implanting center for further management by the lvad team. Upon arrival on (B)(6) 2017, the patient was unresponsive and with agonal breathing. The emergency services member who transported the patient reported that the patient seemed stable during the ride and initially was speaking to them but halfway through transport, the patient stopped speaking. The patient was unresponsive to sternal rub, with a respiratory rate of about 4-6 breaths per minute. Blood glucose was 154. The lvad flow was normal. Blood pressure was initially 91/60 mmhg with a paced rhythm in the 70s bpm; however, soon thereafter the lvad produced low flow alarms. When interrogating the lvad it was observed that the low flow events had started approximately one hour before arrival. The patient had do not resuscitate orders. The lvad continued to alarms, and the patient¿s respirations were less than 1 per minute. The patient was provided comfort care and expired. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A specific cause for the patient¿s driveline infection and the reported gi bleeds could not conclusively be established through this evaluation. Infections and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.